Manufacturer narrative:
(B)(4), distributor of hemofilters in (B)(4), reported that while using the medivators hf 1200, a patient lost approximately 200 ml of blood. It was reported this was not life-threatening for the patient. Medivators followed up with (B)(4) for further information on the report and condition of the patient, however no further details were provided. The complaint reported a fiber leak. Medivators quality assurance reviewed the batch records of the reported lot and found no abnormalities that contribute to a fiber leak. The unit was not returned for analysis. A photo of the unit was provided, however medivators qa was unable to confirm the complaint of a fiber leak. Medivators remains in close contact with (B)(4). This complaint will continue to be monitored in the medivators complaint handling system.

Event description:
(B)(4), distributor of hemofilters in (B)(4), reported that while using the medivators hf 1200, a patient lost approximately 200 ml of blood. It was reported this was not life-threatening for the patient.